Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. During additional testing the unit passed flow rate test per the spectrum preventative maintenance procedure and was found to deliver within design specification. Additional flow rate tests were performed with passing results. The unit will be calibrated to ensure continued accurate flow rates.

Event description:
It was found during a baxter eval that a pump overinfused by greater than 10 percent. There was no pt injury.